Event description:
During a myosure procedure to remove a 3.8cm myoma, the device was being repositioned inside the uterus and inadvertently pushed through fundus. Device was not cutting at the time of perforation. Doctor immediately removed the myosure device, and a laparoscopy was performed to assess the extent of the perforation. A small blunt trauma to the bowel was identified and sutured. Patient was hospitalized for evaluation and subsequently released.